Event description:
During a mandible angle fracture repair, the tip of the 2.0 mm imf screw self-drilling broke off during insertion. Surgeon had not pre-drilled. The surgeon removed the body of the screw and replaced it with another, leaving the tip in the pt. Procedure was completed without further incident. Surgeon plans an MRI to check placement of the tip at some point in the future and does not plan to attempt retrieval unless it becomes an issue to the pt.

Manufacturer narrative:
Add'l info has been requested. Subject device was not implanted. Device broke during insertion and was removed. Investigation could not be concluded., no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.